Manufacturer narrative:
.

Event description:
It was initially reported by a company representative that a patient was experiencing adverse events that could be caused by vns. Additional information was received from the area representative indicating the patient suffered from postoperative dysphonia along with moderate cough and hoarseness as using the magnet. Nonetheless, fiberoptic laryngoscopy performed on the patient indicated left vocal cord paralysis that was compensated by the right vocal cord. The patient has been reported to be recovering tone and no interventions have been planned.